Event description:
Twenty-three months after the index procedure, the pt presented with cardiogenic shock and thrombus was found within one of the four stents. Ivus also indicated that the vessels were "positively remodeled."

Manufacturer narrative:
This pt presented to the cardiac catherization unit for elective treatment of 4-vessel disease. Percutaneous coronary intervention (pci) was first performed on a de novo lesion in the proximal and mid left anterior descending artery (lad) of more than 20mm in length in a 3.0-3.5mm vessel diameter. The (type c) lesion was also eccentric. Direct stenting was performed with a 3.0x18mm cypher at 18 atm and then with a 3.5x18mm cypher at 18 atm, overlapping the first stent. Pci was performed next on a de novo lesion in the 1st diagonal of 15mm in length in a 2.5mm vessel diameter. The (b2) lesion was also characterized eccentric. Direct stenting was performed with a 2.5x18mm cypher at 18 atm. Finally, pci was performed on a de novo lesion in the left main (lm) coronary artery of more than 10mm in length in a 3.5mm vessel diameter. The (b1) lesion was also characterized as eccentric. Direct stenting was performed with a 3.5x18mm cypher at 14 tm. Post-dilation was conducted with a 4.0x9mm balloon at 12 atm for 5 seconds and then at 14 atm for 5 seconds. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was not measured. One year later, follow-up angiography was conducted and the stents were patent. Twenty-three months after the index procedure, the pt returned to the hospital due to cardiogenic shock, and control angiography revealed thrombus within the cypher implanted in the lm. To treat the thrombus, aspiration was conducted. Then thrombolytic agent (t-pa) was administered intravenously. Ivus was conducted and the vessel surrounding the cypher stents had a vessel diameter much larger than the original vessel diameter. The maximum vessel diameter surrounding the stents was 6mm at the lm, 5mm in the proximal to mid lad and 4mm in the 1st diagonal. It seemed like there was positive remodeling of the vessel where the cypher was implanted and the vessel at that area was curling when control angiography was conducted. Poba was conducted at the lm with a 6.0x9mm balloon and at the proximal to mid lad, a 5.0x15mm balloon. Inflation time and pressure were unknown. The pt was discharged approx one month later. Please note that this product, (lot no. I0704032) is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. A male pt with a history of unstable angina, hypertension and smoking experienced cardiogenic shock, a thrombotic event and positive remodeling two years post cypher stent implantations. The reason for the pt's initial admission to hospital was not reported; but an elective angiogram revealed lesion in his proximal to mid lad, lm, and first diagonal. This pt's extensive coronary disease puts him at increased risk for mace. Pre and intra procedural medications included asa, ticlid and heparin. Acts were measured during the procedure, but the results were not reported. The proximal to mid lad was described as de novo, type c, 3-3.5mm in diameter, more than 20mm in length and eccentric. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of two overlapping cypher stents; a 3.00x18mm and a 3.50x18mm; at maximum inflation pressures of 18 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The first diagonal lesion was described as de novo, type b2, 2.5mm in diameter, 15mm in length and eccentric. The lesion was not pre-dilated prior to the placement of a 2.50x18mm cypher stent at a maximum inflation pressure of 18 atm. The lm lesion was described as de novo, type b1, 3.5mm in diameter, 10mm in length and eccentric. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 3.50x18mm cypher stent at a maximum inflation pressure of 18 atm. According to the IFU, the use of three or more cypher stents has not been clinically studied. Timi flow after the procedure was reported to be 3 with a residual stenosis of 0%. The pt was later discharged from the hospital on medications that included asa and ticlid. Five days after the index procedure, the pt's ticlid was discontinued because he developed a rash. It was replaced with cilostazol. The reason for the change ws not reported. One year after the index procedure, the pt underwent a repeat angiogram that revealed that all of his cypher stents were patent. The day after the pt's cilostazol was discontinued and one year after the index procedure, the pt returned to the hosp in cardiogenic shock. A repeat angiogram revealed thrombus within the previously implanted 3.50x18mm cypher stent in the lm. This was treated w/aspiration and ic thrombolytics. In addition, when ivus was conducted, the vessels surrounding the cypher stents had diameters that were now much larger than the original vessel diameters. All the cypher stents were 'kind of floating and not adhered to the vessel' they reported that this seemed like positive remodeling of the vessels at the sites of cypher implantations. Nineteen days after this procedure, the pt returned for ptca of the lm and proximal to mid lad. The products remain implanted in the pt and are thus not available for evaluation. According to the procedural physician, the causes of the thrombotic event include dehydration, the discontinuation of his ticlid and a gap between the vessel and the stent. There are pt, vessel, procedural and pharmacological factors that may have contributed to this event. The product was not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.